Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to "mechanical malfunction". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "check patient tubing for blockage or flow restriction such as pinched or kinked tubing", which can help prevent urine buildup in the purewick catheter that could potentially lead to a uti. The device was not returned.

Event description:
It was reported that the patient experienced repeated urinary tract infections from use of the drydoc station. The patient was treated with antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced repeated urinary tract infections from use of the drydoc station. The patient was treated with antibiotics.